Event description:
It was reported to philips that the device was unable to perform fluoroscopy/exposure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy was not possible. It was reported that the image disk was full even after recreating the image store. The customer requested only material. No further information regarding the issue has been provided. No service has been performed by philips since only the material was requested by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.